Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The 3.0x20mm apex monorail balloon catheter was advanced to the target lesion for predilation and the balloon was inflated the first time to 12atms and then it was inflated a second time to 12atms and it ruptured. The device was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.